Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a free flow of propofol (dose, programmed amount and delivery rate unknown) to a patient, despite the line being closed on the pump. It was reported that the patient received almost half of the 100ml propofol bottle within a few minutes. The roller clamp at the end of the line was activated to stop the infusion. The patient was already in the intensive care unit (ICU) and cardiopulmonary resuscitation (CPR) had to be performed. The patient was stabilized and was still in the ICU. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification. The device was tested for flow accuracy at a rate of 4.2ml/hr, which is the rate that was programmed per the customer-reported event date, and found to deliver with an accuracy error of -3.00% which is within 5% accuracy of the volume to be infused. A review of the event history log showed no abnormalities that could cause the reported allegation. No cause could be identified and no correction is required. In conclusion, the reported issue is more likely due to user error which possibly caused or contributed to the free flow of medication leading to cardiopulmonary resuscitation (CPR) of the patient. Should additional relevant information become available, a supplemental report will be submitted.